Event description:
Caller reported a cgm error multiple times, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer was already receiving a new pump and declined to reset the current one with technical support.